Manufacturer narrative:
On (B)(6) 2021, customer alleged insulin pump's battery lasting less than 1 week. Device successfully downloaded traces and history file using thump. Device passed active current measurement, self test, and displacement test. However, device received with unexpected battery power loss and had high sleep current. Device was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Swapped electrical board 2 board with a test board and sleep current measurement passed. Low battery alerts confirmed in the insulin pump history on 09/02/2021 at 4:05pm and on 09/05/2021 at 1:05pm. Therefore, battery change occurred in less than 1 week. At p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. In summary, customer allegation for insulin pump's battery lasting less than 1 week was confirmed during testing where unit didn't pass sleep current. Swapped electrical board 2 board with a test board and sleep current measurement passed. Problem isolated to electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. Customer was assisted with troubleshooting. Customer stated that the insulin pump gave low battery alert after replacing new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.